Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their dentist has advised them to discontinue aligner treatment. The patient was examined and found to have developed a traumatic crossbite in the anterior, class I molar relationship, 0% anterior overbite, 1mm overjet, mild upper and lower crowding, and proclined lower incisors. Treatment will consist of comprehensive orthodontic treatment with mbt system, level and align, maintain class I molar with elastics prn, retain upper and lower essix. The patient was informed of the importance of keeping normally scheduled dental visits for cleanings and checkups during orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.